Event description:
It was reported that during the procedure, the customer was releasing the screw and removed it from the header. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) analysis of the returned device found no anomalies, however the setscrew was noted to be damaged.